Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had floaters. He is still dealing with them 4 years later and a detached retina 4 months after getting the left one down. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.